Manufacturer narrative:
The investigation revealed that the returned pcb elco showed a capacitor with electrolyte leaking and a damaged resistor due to the electrolyte. The pcb elco mainly consists of a bundle of (B)(4) capacitors which are used to support dynamic speed changes of the gas blower motor. It was concluded that the reported event was caused by reduced capacity and increased resistance of the pcb elco in a situation which required dynamic of the blower. The device internal monitoring of the blower rotation speed had observed the deviation and triggered the stop of ventilation with alarm. The breathing system was opened to atmosphere.the concerned (B)(6) is (B)(6) years old and was in use for 28.000 hours. The reported event occurred within 3 minutes after start of ventilation. The device reacted as specified on the failure of an electronic component with the stop of ventilation and alarm. The device was repaired by replacement of pcb elco.

Event description:
Please see initial report

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the device alarmed "device failure" while in use. Due to the observed error code in the device log it can be concluded that the device had stopped to ventilate. No injury reported.